Event description:
Healthcare professional reported a left side rupture. Device has been explanted

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., g.2., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a side unspecified rupture. The status of the device is unknown.